Event description:
On (B)(6) 2012, a vns implanting assistant surgeon reported during a new vns patient's implant surgery that when he tried to insert the lead into the header and tighten up the setscrew, the torque screw did not click confirming it was fully tightened. The screw just continued to turn. The lead was secured in the port, so the surgeon attempted to loosen the screw to see if he could remove the lead pin and re-insert it. The screw continued to rotate in a counter-clockwise rotation, but he was unable to remove the lead pin. The senior surgeon then attempted to remove the lead pin and was successful in doing so. They inspected the header of the generator and the screw seemed in place in the block and the port was clear. The senior surgeon re-inserted the lead, but the setscrew continued to turn again without clicking. There was no resistance this time to the rotation of the screwdriver and the lead could not be secured. Another accessory pack was opened and another screwdriver was tried with no success. Therefore another generator was opened and used along with the screwdriver that came with the new generator. The lead was inserted and screwed down normally with 3-4 clicks being audible. The generator and screwdrivers that the surgeon was having difficulty securing the setscrew with were returned to the manufacturer on (B)(4) 2012, for product analysis that is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the torque wrench. The end tip of the torque wrench hex shaft, where it inserts into a hex setscrew, was stripped (rounded corners). Product analysis found that based on the actual physical appearance of the torque wrench shaft tip end, the most likely reason for the stripped condition is mechanical damage that occurred as a result of incomplete insertion into a setscrew. In addition, the torque wrench could have been inserted "out of alignment" with the hex-head of a setscrew, resulting in the observed damage. Other than the mentioned observations, no other anomalies were identified. Product analysis on the explanted generator was completed on (B)(6) 2012. Examination of the setscrew verified that the top portion of the hex head was stripped / rounded out by the torque wrench. Damage was also noted on the tip of the torque wrench. Product analysis stated that this condition is mostly likely due to user error in not fully inserting the torque wrench into the hex head of the set screw. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. With the exception of the stripped setscrew, there were no adverse functional, mechanical, or visual issues identified with the returned generator.